Event description:
A customer reported that multiple cartridges were damaged resulting in issues inserting and removing from the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined to follow up, and the case was closed by technical support after being unable to obtain additional information.